Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the avalon fm20 fetal monitor speaker not working¿. It is unknown if there was sound. It is unknown if the device was in use at time of event, no adverse event or patient impact was reported.

Manufacturer narrative:
Customer contacted remote services to report the issue. Remote issues a quote to replace the mainboard. Due to not receiving a purchase order from the customer, the service case was cancelled. Remote believes replacing the mainboard will resolve the issue, however, it is not confirmed that this will resolve the issue. At the time of complaint closure, the customer has not responded to the labor and parts quote.

Event description:
The customer reported that there was no audio from the speaker. It is unknown if there was sound. It is unknown if the issue was resolved. It is unknown if the device was in use at time of event, no adverse event or patient impact was reported.